Event description:
Legal case charles nelson rk rev as reported via legal documentation, this patient had a right knee revision (B)(6) 2015. The patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient has failed conservative management including activity modification and anti-inflammatory medications. They had right knee revision (B)(6) 2023, approximately 7 years, 5 months after their initial replacement. Pre & post op diagnosis for revision: right knee failed total knee replacement, right knee aseptic loosening femoral component, right knee osteolysis severe. From description of procedure: there was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. The patient was transferred to the recovery room in stable condition. No device return anticipated due to this being a legal case. Historical record & smartsolve searched for sn/patient name with no results. Unable to locate ebi initial surgery, as this is an hss case. No additional information. 3952113 02-012-44-4013 logic tibia implant psc insert, sz 4, 13mm serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patella loosening and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.